Event description:
It was reported that during the procedure, a 3.0x12 rx vision stent delivery system (sds) was advanced to a moderately calcified, 99% stenosed lesion in the moderately tortuous mid left circumflex coronary artery. After the rx vision stent was deployed, a vessel dissection was observed at the distal edge of the deployed stent. The dissection was successfully treated with deployment of another 3.0x12 vision stent. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported dissection is listed in the vision instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.